Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 10.5 months. A correlation between the device and the reported ischemic bowel could not be determined. The patient remains ongoing on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to an ischemic bowel. The vad coordinator stated that this adverse event could neither be attributed to nor discounted as device therapy since the device does alter blood flow to the gut. The patient underwent a bowel resection to remove the ischemic portion of the bowel. Post-operatively, the patient was reportedly slow to wake up from sedation, but is now neurologically intact. No further information was provided.